Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 at 10:15 pm due to a high blood glucose of 565 mg/dl. The customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis. Customer's blood glucose value was high above 600mg/dl even though she changed her infusion set twice. The customer stated that they treated the high blood glucose with fluids and lantis. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was provided. The customer stated that they received an insulin flow blocked alarm prior to the hospitalization. Troubleshooting was provided for alarm and no issue was found. The insulin pump will not be returned for analysis.